Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm was analyzed and the reported error was confirmed but not replicated. System logs revealed 40084 errors indicating maxis fault from axes controller, motor (acm) to axes controller spar (acs), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the parallelogram fiber assembly was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. Failure analysis concluded that the parallelogram fiber assembly is consistent with the reported event and is the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. Isi has received a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause could not be determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an intuitive representative joined a call with a surgeon who reported repeated recoverable error 40084. At the time the call began, the surgeon was already in the process of recovering the fault and stated that the issue had resolved. The surgeon then elected to end the call in order to continue docking. The intuitive rep called back in after the case was completed to report, the surgeon reached back out to him to let him know the issue with arm 1 remained. The intuitive rep stated after the reboot, the issue on arm 1 remained and arm 1 was not working. The procedure was completed as planned with no reported injury.